Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be prematurely depleting as the longevity estimates had dropped faster than expected in between follow-up appointments. The crt-d remains in service and no adverse patient effects were reported.